Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their orthodontist. They consulted with the orthodontist due to concerns with their teeth, crowding, loose teeth on the bottom and their bite is off that are hitting each other. They provided a letter of recommendation and will be starting a new treatment plan with them. This is a contraindicated patient for crowns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.